Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating access to a laparoscopic inguinal hernia procedure, the balloon did not inflate. The nurse pulled another device and was used successfully to complete the case. There was no patient injury.